Manufacturer narrative:
Section h6 (method code): correction. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Onset of infection captured under manufacturer's report # 2916596-2020-03621. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Patient outpatient at hospital due to recurrent driveline infection. A wound smear on (B)(6) 2018 found corynebacterium tuberculostearicum, escherichia coli, and enterococcus faecalis. The patient was started on drug therapy of cotrimoxazol 960 mg 1-0-1 (morning and evening) from (B)(6) 2018.